Manufacturer narrative:
(B)(4).

Event description:
It was reported that tibial revision occured due to loosening. Surgeon believes tibia loosened due to mechanical forces on construct. Also belives this is an issue with this type of patient group.